Manufacturer narrative:
Follow-up #1: date of submission 3/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: during investigation of the returned pump, ¿cs069¿ alarm reproduced at power up. The pump was unable to recover from ¿cs069¿ after reboot. The failure is defined as language file corruption while retrieving the language text. The error is resident to flash chip (u39). Additionally, the battery compartment cracked starting at the threads to the left side of grip pad and from case seal traveling to grip pad. Dim display- letters have a red hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.